Manufacturer narrative:
The device was returned for analysis. The difficult to open or close was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the difficulties cannot be determined. The subsequent treatment is related to the circumstances of the procedure. Based on the reported information and the returned device, it is possible the device was sub optimal in the tissue tract or in the access site, however, this cannot be confirmed. The cause of the observed separated foot cannot be determined; however, based on the reported information appears to be from post procedural handling. There is no indication of a product quality issue with respect to manufacture, design or labeling. Returned device analysis revealed a posterior foot that was separated from the proglide and not returned with the device. Follow-up with the site was performed and the site was not aware of the foot separation; however, there was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, the footplate lever was locked; it would not lift. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a lower limb angioplasty procedure with an 8f sheath. Returned device analysis revealed a posterior foot that was separated from the proglide and not returned with the device. Follow-up with the site was performed and the site was not aware of the foot separation; however, there was no report of flow disturbances or patient effects that would suggest that the separated foot was left behind in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an unspecified procedure. Reportedly, the footplate lever was locked; it would not lift. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.